Manufacturer narrative:
(B)(4).

Event description:
The patient reported a loss or change of therapy, but did feel stimulation. Everything was super in the beginning, but then she started getting incontinence again in (B)(6) 2015. She had taken two falls in the summer of 2014 where she banged the device: one was in the movie theater and the second time was when she fell in the shower. Ever since the falls she began getting pain down both legs and sharp-electrical jolts. She got zapped when walking on rugs and it would paralyze her for a few seconds. When the weather changed, such as raining, the stimulation felt like it was in overdrive and it was painful. The patient also experienced headaches and her implant site was bothering her as of the summer of 2014 as it felt like it was bulging out of the area. She went to her doctor and they did not do x-rays, but she was sent to an orthopedist. The orthopedist thought she did spinal damage when she fell and it was coming from her back. The patient also saw her doctor within the last week prior to (B)(6) 2015 and she was at 1.2 volts, so the doctor increased it to 1.6 volts. The patient's indication for use was gastrointestinal/pelvic floor. The cause of the device issues and if any interventions were taken was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.